Manufacturer narrative:
It has been clarified that the correct serial numbers of the used c501 analyzers are as follows: the original c501 analyzer serial number was (B)(4) and the second c501 analyzer serial number was (B)(4). The customer also noted that they continue to have issues with the carb assay. When they load a new cassette, the pack calibration is successful, but the controls jump high on the new cassette. After two days on board the analyzer, the control recovery on the cassette returns to previous levels.

Event description:
The customer stated that their controls for the carbamazepine (carb) assay had shifted from low to high on the c501 analyzer. The customer also stated that two patient samples had questionable results for carb. Of the two samples, one had erroneous results. The sample initially resulted as 7.1 ug/ml and this value was reported outside of the laboratory. The customer was concerned that the initial result may not be accurate, so the sample was repeated on a second c501 analyzer on (B)(6) 2016, resulting as 8.7 ug/ml. The sample was also repeated on the original c501 analyzer on (B)(6) 2016, resulting as 10.61 ug/ml. The customer did not know which result was correct, but did not issue a corrected report for the reported value of 7.1 ug/ml since all 3 values were within the therapeutic range. The patient was not adversely affected. The original c501 analyzer serial number was (B)(4) and the second c501 analyzer serial number was (B)(4). The customer performed maintenance on the analyzer and repeated calibration and controls. Calibration passed and control recovery was better. The controls were within range and acceptable to the customer. The field service representative checked c501 analyzer serial number (B)(4) and was not able to determine a cause. He replaced syringe seals as a precaution. He checked rinse mechanism volumes, reagent probe volumes, photometer readings, and cuvette mixing. He performed precision studies. The field application specialist determined that both analyzers show the same pattern in fluctuation of control recovery. She determined that the stability of the assay was poor. A new lot of reagent was placed on the analyzer and calibrated with no alarms. Controls were tested and were within range. She provided the customer suggestions for calibration frequency and reagent handling.

Manufacturer narrative:
During investigations, it was recommended for the field service representative to perform the following items: exchange the gear pump head and confirm the correct pressure adjustment, perform maintenance on the analyzer, check the vacuum system, readjust all probes and cell rinse mechanisms, check for correct lamp voltage, check the reaction bath filter, check the reaction bath for cleanliness, and check the optical path for any disturbances. The field service representative performed precision studies after the recommended service actions had been performed.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The issue was likely related to maintenance of the instrument as controls were fluctuating as well. The issue did not recur after service actions were performed.